Event description:
The customer reported that there is no alarm sounds from the remote network station (rns or remote monitoring system).

Manufacturer narrative:
Awaiting requested device for repair and failure investigation.